Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2012 and mesh was implanted. The patient has experienced pain and vaginal exposure of mesh. The patient underwent partial mesh removal on an unknown date. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.